Event description:
Customer reported alarm 2 indicating an occlusion event occurred earlier in the day prior to contacting support. Customer¿s blood glucose (bg) level was 400 mg/dl. Customer consistently resolved occlusion issues by resuming insulin and experiencing frequent occlusion events, requested additional assistance, and was transferred for further support.